Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Inspection of the returned device revealed that there was dried blood on the device and within the marker lumen tube, indicating the device was introduced into the patient anatomy and arterial blood marking was achieved. The reported failure to achieve arterial blood marking could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to achieve arterial blood marking incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).: it was reported the patient was born in (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic cardiac catheterization procedure. Reportedly, there was no pulsatile blood return. A second proglide device was used with the same result. Hemostasis was achieved with a non abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reportedly trained in the use of the proglide device. No additional information was provided.